Manufacturer narrative:
(B)(4). Batch # l53922. The analysis results found that the tr35w cartridge reload was received unfired and in good visual conditions. The returned reload was tested for functionality with a test atw35 device and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The reported event could not be confirmed as no cartridge pan separation was noted during functional testing. The cartridge was loaded and removed without any difficulties during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a hepatectomy procedure, the reload was loaded onto the device. Just before firing, the surgeon noticed that the reload wasn't reloaded properly. The nurses tried to reload it once more, but could not reload. The reload was collected, and it seemed like the silver metal base of the cartridge is slightly detached from the white top. Another like reload was used to complete the procedure. There were no adverse consequences for the patient reported.